Event description:
On an unknown date a patient in japan underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient initially reported that daily care of moving the tube up and down (dipping) was unable to be performed for several months. On (B)(6) 2024 the patient was diagnosed with buried bumper syndrome. On (B)(6) 2024, the patient was admitted to the hospital. It was reported that the stoma site could not be removed and was decided to observe once. The health condition was good with no inflammation. Although it was exfoliated until mucosal lower layer by esd (endoscopic submucosal dissection), the stoma site could not be seen, it was ended as it was deep site. On (B)(6) 2024, the peg tube with the buried bumper was removed successfully from the body surface side. At the time of report, the patient was shifted to vyalev therapy.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, therefore, a return sample evaluation is unable to be performed. List number in d4 is the similar us list number; the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.